Event description:
Related manufacturer reference number: 2916596-2021-00232. It was reported that the patient was having driveline fault alarms in the morning. The patient was having alarms regardless of power source and denies trauma to driveline but there are multiple visible tears along the driveline along with one area that shows visible wires in the driveline. The driveline was also twisted to the point where it double backed on itself. The system controller was exchanged and the alarms resolved afterwards. Additional log files were submitted that revealed 25 disconnects. The patient called stating they had low flow alarms and then went into shock at home and received an ICD shock for ventricular tachycardia/fibrillation. The pump was off and was unable to be restarted. The log file captured driveline fault alarms, low speed events, and pump stops that occurred while using the mpu. It was reported that the patient my be re-implanted if they follow commands. The patient is currently being supported on ECMO and the lvad has been disconnected. The patient has a history of non-compliance so it is being discussed whether another lvad will be implanted at this time. The pump reportedly functioned as expected until it was off.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6) ) was not returned for analysis; however, two log files were submitted for review. A log file was submitted spanning approximately 3 days respectively (24jan2021 ¿ 27jan2021 per timestamp). Throughout the log file (a1270931.log) are multiple pump stops and speed decreases coincident with driveline fault alarms that had also activated yellow wrench advisory alarms occurring on both power sources. During these alarms it was observed that phase 3 of the driveline was significantly higher or lower than phases 1 and 2. These alarms would intermittently clear and reoccur. There were no other notable alarms in the log file. The submitted log file (a1141644.log) spanned approximately 3 days (16jan2021, 01jan2001, and 14jan2021 per timestamp). Events occurring on (B)(6) 2001 are from when the system clock was not set and events occurring during this duration are unable to be determined. The clock in the log file was not properly set initially and events in the log file were not in proper order. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 04feb2021 indicated that no equipment would be returning at this time. The root cause of the reported driveline fault alarms was unable to be conclusively determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.